Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 588 mg/dl. The customer also experienced vomiting, nausea and dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer felt uncomfortable with the insulin pump and requested a replacement. Nothing further was reported.